Event description:
Report 2 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there are small holes/cuts in the tubing and blood is unable to pass through. This occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, there are small holes/cuts in the tubing and blood is unable to pass through. This occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo shows the packaging information but does not show the actual product or the defect. Additionally, functional tests were conducted on thirty retained samples to assess tubing leakage. All samples passed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hole in product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.